Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise issue and subsequent cancellation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
During a procedure, there was noise on the ECG on claris. The electrode wires, the ECG cable, and the ECG electrodes were replaced with no resolution. The ECG cable was connected to the record connect module. When connecting directly to the claris, the noise remained. Other sockets were used and both the claris and ensite were restarted with no resolution. The patient had no electrical device implanted. The procedure was cancelled with no adverse patient consequences.